Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of birth and patient weight not available for reporting. The 510k: this report is for unknown insertion instruments. Quantity is unknown part and lot numbers are unknown; UDI number is unknown. The 510k is not available. Device is an instrument and is not implanted/explanted. Complainant part status for return is not known. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, surgery for femoral diaphyseal fracture was performed using the surelock distal targeting device. Intraoperatively, two events were confirmed by the surgeon. The drill bit hit the nail. The insertion of locking screw 5.0 mm/34mm was successful at the second hole from the distal end. However, the drill bit hit the nail when drilling at the most distal oval hole. A locking screw 5.0mm/36mm was inserted at the oval hole. Secondarily, the surgeon confirmed under the image that this locking screw 5.0mm/36mm, which was inserted at the oval hole, was being out of bounds (not inserted to the screw hole). He could not remove this screw, so he left the screw in the bone. Then, by using radiolucent drive, he drilled at the oval hole and inserted a locking screw at the distal far end. The surgery was completed with a 20-minute delay, and there was no adverse consequence to the patient. Concomitant devices: drill bit (part# 03.010.061, lot# unknown, qty 1); screws (part# unknown, lot# unknown, qty unknown) ; locking screws (part# unknown, lot# unknown, qty unknown); femoral nail (part# unknown, lot# unknown, qty 1) . This is report 4 of 5 for (B)(4). This report is for an unknown insertion instrument, unknown quantity.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient identifier reported as ni in initial medwatch. Patient identifier is not available for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.